Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. During preparation of a 2.25 x 20 synergy ii drug-eluting stent, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. During preparation of a 2.25 x 20 synergy ii drug-eluting stent, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 80% stenosed, severe calcified, and moderate tortuous. The lesion was predilated with a balloon catheter.

Manufacturer narrative:
Device evaluated by MFR.: the synergy ous mr 2.25 x 20mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No issues were identified during the product analysis.